Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-03385. It was reported that burr became stuck on the wire. A rotalink burr and 325cm rotawire were selected to treat the target lesion. During the procedure, it was noted that the burr became stuck on the rotawire. The physician was able to remove the burr from the rotawire. The procedure was completed with the same burr and a new rotawire. No patient complications reported and the patient's condition is good.